Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the cine drive were formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had mixed saved patient images. There was no patient injury or death reported.